Event description:
The patient stated: I use nebulizer at the same time as the vest. I cannot tell which one helps me more. I have not used the vest for about a week due to rib separation. I should start back in 2 weeks. I was using 1x per day for 30 minutes at 55% pressure. Outcomes spoke with the patient's daughter who advised that the patient will not use therapy as he said it is not benefiting him and feels it caused his rib pain. Os advised about reducing time and pressure, but she said the patient was firm in the decision to return and that his hct said he could discontinue therapy. The device will be returned.